Manufacturer narrative:
This report is being submitted to correct a duplicate MDR. It has been determined that MDR 1220648-2026-03543 and MDR 1220648-2026-02991 report the same event. This report (1220648-2026-03543) is being closed as a duplicate of the initial, valid report (1220648-2026-02991).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in an 85-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), on multiple inotropes and vasopressors, and in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). After explant of the impella cp, the patient developed a cold leg. Vascular surgery was required to treat the limb ischemia. The post-procedure outcome is unknown. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).